Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7111058.

Event description:
It was reported that the patient experienced a lead migration which was confirmed through imaging. The spinal cord stimulation (scs) device was reprogrammed, coverage was obtained, and the patient was satisfied with the results. The patient underwent a lead revision procedure where the lead was explanted and replaced. No further information has been obtained despite good faith efforts.